Event description:
Hospital reported the nurse was removing an epidural drain and when she moved the ocean drain, so as to not knock it over, she noticed blood on the floor. She observed that the ats tubing was completely detached. No adverse outcome reported.

Manufacturer narrative:
Upon completion of the investigation into this event a f/u report will be submitted. Recall initiated 11/07/2013, reference report number: 1219977-10/24/13-005-r.